Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic symptomatic. The pulse generator exhibited a diagnostics anomaly. The device remained implanted.